Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/24/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch qjbcjt, and no non-conformances were identified. Additional h6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: the product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that an opened sample of product code m8702 was received for evaluation. Visual inspection of the opened sample the swage and attachment area was noted to be as expected. The suture was dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted. The product was returned to ethicon inc for evaluation. Visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned samples determined that twenty-nine unopened samples of product code m8702 were received for evaluation. Visual inspection of thirteen unopened samples and no defects were found on the packages. The samples were opened, and the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage, or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The device performed without any defect noted. Additional information was requested and the following was obtained: did the 3 sutures break intra-op during the CABG procedure on (B)(6) 2021? More than 3 sutures broke, multiple multipacks of 4 sutures each pack were opened. Were there any adverse patient consequences for the patient from the CABG procedure that occurred on (B)(6) 2021 due to the 3 sutures that broke intra-op? Yes, it took extra intra op time to complete the coronary distal anastamoses with the pt under anesthesia. What was the reason/indication for the re-do on (B)(6) 2021? Non-patent coronary bypass grafts. Was the reason/indication for the re-do on (B)(6) 2021 related to the intra-op suture breaks from (B)(6) 2021? Possibly. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Do you know the exact number of sutures that broke during the procedure on (B)(6) 2021? How long was the delay of procedure due to the sutures that broke intra-op on (B)(6) 2021? Was the patient¿s treatment or post-operative care altered in anyway due to the prolonged surgery time? If yes, please explain. Was there any patient impact (ie. Additional treatment required) and/or adverse patient outcome due to the prolonged surgery? Additional information was previously provided that the intra-op suture break on (B)(6) 2021 was ¿possibly related¿ to the re-do procedure on (B)(6) 2021 for the non-patent coronary bypass grafts. Can you please explain why it was possibly related and provide details? What is the patient¿s current status?

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: was the needle removed from the patient during the same procedure? Yes all needles were recovered and the count was correct. What tissue/location were you sewing when the needles kept pulling off? We were sewing distal coronary anastomoses and the suture kept breaking not needle pull off. What procedure? (B)(6) CABG (B)(6) redo CABG. How many sutures did they have an issue with: at least 3 multipacks, probably more. Any patient consequence: yes, patient had 2 open heart procedures and an emergent cath in between to try to open the grafts. What did they use to finish the case: only had the same lot # of m8702 stocked in the or and in the stock room, single packs of 7-0 may have been used, I could try to find the count sheet if necessary to get accurate #'s. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the 3 sutures break intra-op during the CABG procedure on (B)(6) 2021? Were there any adverse patient consequences for the patient from the CABG procedure that occurred on (B)(6) 2021 due to the 3 sutures that broke intra-op? What was the reason/indication for the re-do on (B)(6) 2021? Was the reason/indication for the re-do on (B)(6) 2021 related to the intra-op suture breaks from (B)(6) 2021? Events reported in 2210968-2021-02092, and 2210968-2021-02093 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2021 and suture was used. During the procedure, when sewing distal coronary anastomoses, the suture kept breaking. There were no adverse patient consequences reported. Additional information has been requested.